Event description:
It was reported that the pcu battery discharged completely and shut off despite the device being plugged in to a "functioning electrical outlet". The device reportedly did alarm. During the event, the patient's blood pressure reportedly dropped below parameters as phenylephrine was not infusing. A new pump was sequestered, and phenylephrine was restarted. A spare pcu was obtained and was used to restart the patient's medications. After restarting the infusion at the previous rate, it was determined that it was inadequate the patient's blood pressure continued to drop to a systolic in the 60s. The medication rate had to be temporarily increased in order to get the blood pressure back within parameters. After the blood pressure reached the goal, the clinician was able to titrate the medication back down to the rate the patient was on prior to the event. Once stabilized, the medication dose was brought back to previously ordered dose.

Event description:
It was reported that the pcu battery discharged completely and shut off despite the device being plugged in to a "functioning electrical outlet". The device reportedly did alarm. During the event, the patient's blood pressure reportedly dropped below parameters as phenylephrine was not infusing. A new pump was sequestered, and phenylephrine was restarted. A spare pcu was obtained and was used to restart the patient's medications. After restarting the infusion at the previous rate, it was determined that it was inadequate the patient's blood pressure continued to drop to a systolic in the 60s. The medication rate had to be temporarily increased in order to get the blood pressure back within parameters. After the blood pressure reached the goal, the clinician was able to titrate the medication back down to the rate the patient was on prior to the event. Once stabilized, the medication dose was brought back to previously ordered dose.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue battery discharged was confirmed via log analysis and was identified by software engineering to be associated with a software issue of no prior low battery warnings before the battery discharged. The pcu log analysis identified that battery conditioning was performed on the date (B)(6) 2023 and completed on (B)(6) 2023 at the time of 2:02:11 am. The battery capacity was recorded at the value of 4067 mah (milliamp hours). This battery capacity was an overestimation due to a software issue. The released service bulletin 592a in november of 2016 instructs that at the end of the battery conditioning, the battery needs to be removed and then reattached to reset the battery capacity to 3400 mah. ¿this reset will compensate for the overestimation of battery capacity that resulted from the battery conditioning test. On the date (B)(6) 2023 at the time of 7:43:39 pm, the ac power was recorded disconnected, and the system power transferred to the main battery. The ac power connected for four seconds at the time of 10: 51:51 pm. The pcu alarmed ¿battery discharged¿ on the date (B)(6) 2023 at the time of 12:16:34 am with no prior low battery warnings. The infusions entered a paused state, and the system was powered off with a selection of the system off key. The alaris system user manual states: ¿the battery is intended as a back up system. Leave the power cord connected to a hospital grade ac power source whenever available. ¿if the device has been used on battery power, ensure that the battery has been fully charged prior to using the device on battery power again. To fully charge a completed battery connect the device to a hospital grade power source for 16 hours.¿ the pcu passed testing by alarming with all low battery alarms as the design intends when the battery conditioning was performed and included the resetting of the battery capacity as instructed in service bulletin 592a. The pcu also passed the electrical safety analyzer testing with no anomalies observed. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the pcu battery discharged completely and shut off despite the device being plugged in to a "functioning electrical outlet". The device reportedly did alarm. During the event, the patient's blood pressure reportedly dropped below parameters as phenylephrine was not infusing. A new pump was sequestered, and phenylephrine was restarted. A spare pcu was obtained and was used to restart the patient's medications. After restarting the infusion at the previous rate, it was determined that it was inadequate the patient's blood pressure continued to drop to a systolic in the 60s. The medication rate had to be temporarily increased in order to get the blood pressure back within parameters. After the blood pressure reached the goal, the clinician was able to titrate the medication back down to the rate the patient was on prior to the event. Once stabilized, the medication dose was brought back to previously ordered dose.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.